Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, a scratch had been found on the lens after it was implanted. Additional information was requested and received stating that, the lens was explanted and replaced with same model of same diopter lens during the initial procedure without any harm. The procedure was completed on same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).